Event description:
It was reported that preventative maintenance was needed due to a missing component. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the gas inlet fitting was missing and the outlet washer was loose inside the device. This confirmed the reported problem from the customer. The root cause of the reported issue was found to be user based. Repair actions were to replace the missing gas inlet fitting, replace the damaged front panel, and recalibrate the device. Manufacturing device history record (DHR) review was not performed because the device is two years old and could not have been tested without gas inlet fitting. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).